Event description:
It was reported that the pump language changed to a different language after device battery depleted. There was no reported adverse impact to the customer. Customer changed the language and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.